Event description:
It was reported that on (B)(6) 2021, a 25mm epic valve was successfully implanted. On (B)(6) 2023, a the patient presented to the hospital due to fever development. On (B)(6) 2023, the valve was explanted and another 25mm epic valve was implanted as a replacement. The explanted valve was visually inspected, and a tear was seen on the valve, causing acute mitral regurgitation (mr).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant was reported due to acute mitral regurgitation and fever was noted. It was also reported that tear was noted on the valve. The investigation found that cusps 1 and 2 were torn. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined, however the tears noted could have contributed to the reported regurgitation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.